Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 41,43,38, 62 and 48mg/dl. The customer's expected fasting blood glucose test result range is 90 to 125mg/dl. The customer reports feeling symptom of nervousness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 121 and 129mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6).